Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 6.2, 4.0. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 6.2, 2nd inr: 4.0, mean: 5.10, sd: 1.56, %cv: 30.50. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(6) 2011 revealed that result comparisons met precision criteria. Investigation results for retained strip lot #248203: donor 54 - 1st inr: 3.2, 2nd inr: 3.2, 3rd inr: 3.2, %cv: 0.00. Donor 55 - 1st inr: 4.2, 2nd inr: 4.2, 3rd inr: 4.2, %cv: 2.79. %cv for both donors are less than 16% and meet the criteria for precision. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) was reached. From (B)(6) 2010 to (B)(6) 2011, ten therapeutic and four normal donor sample tests have been performed. Test records indicated that all strips test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.